Event description:
The customer reported that they did not agree with the analysis of the defibrillator during use on a pt. They did not feel the device had the appropriate amount of time to analyze prior to advising a shock. The customer does not allege that the device was a factor in the pt's outcome.

Manufacturer narrative:
The customer reported that they did not agree with the analysis of the defibrillator during use on a pt. They did not feel the device had the appropriate amount of time to analyze prior to advising a shock. The customer does not allege that the device was a factor in the pt outcome. The device was evaluated by a philips representative, and it passed all testing. The device was also evaluated by the customer who also found no trouble with the device. The device remains in use at the customer site. Philips evaluated the strip provided by the customer for the event. The strip shows the device analyzed for 6 seconds prior to advising a shock, which is within the AED analysis guidelines. We are considering this issue a user misunderstanding regarding device analysis guidelines and not a malfunction.